Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the "pacemaker interrogator device was not working." A request for additional information was made and it was determined the programmer was functioning appropriately. No other information is known. The implantable pulse generator remains in use and no patient complications have been reported as a result of this event.